Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends regarding commonalities for lot numbers and the issue. Device history record review on lot 45416ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient results for lot 45416ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot 45416ud00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 45416ud00 was identified. Correction of clerical error in section h10 addtl mfg narrative. A review of tracking and trending did not identify any trends regarding commonalities for lot numbers and the issue.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a female patient. The following data was provided (customer provided reference range: female cutoff is <16 ng/l):sid (B)(6) initial result = 16.14 ng/l, repeats = <5 ng/l, 7.37 ng/l, and 6.79 ng/lno impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did identify any trend regarding commonalities for lot numbers and issue. Device history record review on lot 45416ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient results for lot 45416ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot 45416ud00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 45416ud00 was identified.